Event description:
The customer contacted physio-control to report that during annual preventative maintenance on their device they discovered that the unit would intermittently give a "connect electrodes" voice prompt when used in conjunction with multiple quik-combo therapy cables, indicating that the unit was unable to detect the test patient load. As a result, the device may not be able to determine the need for therapy and/or be able to deliver therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported failure. As a precaution, physio replaced the therapy connector assembly. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and observed proper operation. No therapy leads off discrepancies were found. The cause of the reported failure could not be determined.